Event description:
The complainant reported that during a procedure, they had difficulty removing the guide wire from the pt's body. The doctor experienced strong friction and the wire could not be removed. It was reported that force was used and the wire was stretched. Both the catheter and the wire were removed, and the procedure was completed safely using a different catheter. There was no harm or injury to the pt reported.

Manufacturer narrative:
Device eval: the device was returned to merit, but the eval has not been completed at this time. A follow up report will be submitted when the eval is complete.